Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "dizziness, difficulty breathing/ shortness of breath, nasal/throat irritation or soreness, and had a sinus infection for at least a year". Patient stated, they "have been using the device for almost 2 years now" and "the device has a strange odor". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "dizziness, difficulty breathing/ shortness of breath, nasal/throat irritation or soreness, and had had a sinus infection for at least a year". Patient stated, they "have been using the device for almost 2 years now" and "the device has a strange odor". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. An external and internal visual inspection of device were completed by the manufacturer and found an odor was detected during airflow, consistent with tobacco odor. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to the machine having 2559.5 hours and 0 blower hours. There were no errors logged, and care orchestrator data was not available for download. During the investigation, pil observed an unknown dark dust contaminant on the bottom of the enclosure. An unknown dust contaminant was observed on the blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower box. A keratin-like substance was observed on the blower box outlet. ER-(B)(4) (v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/ breakdown was not observed. Pil confirmed there was no evidence of sound abatement foam using a fitt and the associated procedure ER (B)(4) (v01).